Event description:
During transpedicular access to t6 vertebral body, the user positioned the introducer too medial where the medial cortex was breached causing injury to the spinal cord. As a result, the pt had a loss of limb function. Subsequent decompression surgery reviewed pressure and the pt is regaining full limb function.

Manufacturer narrative:
Device not returned for eval. A review of device history record did not reveal any discrepancy related to the complaint. The lot met all specifications prior to release.